Event description:
It was reported that the device restarted while in use on a patient. It was reported that after the restart the device continued normal operation. No patient harm was reported.

Manufacturer narrative:
The device was examined on site and the log file was made available for further investigation. Based on the log file analysis a reboot of the ventilation unit on the reported date of event could be confirmed. After successful reboot the device posted the alarm message "ventilation unit restarted¿. During the reboot the emergency-breathing valve opened allowing for spontaneous breathing. The log file analysis revealed a malfunction of the therapy control module and the cf-card as cause of the reboot of the ventilation unit. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local reboot of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. In case of an unsuccessful reboot the emergency-breathing valve remains opened allowing for spontaneous breathing. The device reacted as specified on a detected internal failure and posted accompanying alarm messages to inform the user about a problem. The therapy control module and the cf card were replaced, the device was tested without any deviations. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported, that the device restarted while in use on a patient. It was reported, that after the restart the device continued normal operation. No patient harm was reported.